Event description:
It was reported that the patient experienced dissatisfaction with the rigidity of the cylinder and requested the system be explanted with a spectra penile prosthesis (spp). The spp was explanted and a new inflatable penile prosthesis was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced dissatisfaction with the rigidity of the cylinder and requested the system be explanted with a spectra penile prosthesis (spp). The spp was explanted and a new inflatable penile prosthesis was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: patient dissatisfaction was reported. The two spectra cylinders were visually inspected. Both cylinders had holes in the outer layer that were the result of tool damage that exposed inner segments. Both cylinders were not functionally tested. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.